Event description:
Note: three unrelated manufacturer reports are being submitted to address the unknown number of events. Refer to associated manufacturer report # 3005099803-2012-04691, 3005099803-2012-04692 and 3005099803-2012-04698. It was reported to boston scientific corporation that the physician has experienced very early blockage, severe reaction after removal, and severe irritation reaction after procedure (specifics unknown) with an unknown number of percuflex plus ureteral stents. Additional information, including patient condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.